Event description:
It was reported that during a da vinci si hysterectomy procedure it was observed that the unable on the pk dissecting forceps instrument broke. After completion of the planned surgical procedure and upon inspection of the instrument by the surgical staff it was noted that a small piece of plastic on the tip of the pk dissecting forceps instrument was missing. The surgical staff cannot be certain if the missing piece fell into the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering eval) or if additional info is received.